Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer in (B)(6), reported to biomerieux they had observed false positive results when using product ref 30448, vidas troponin I ultra 60t, lot number unknown, event date (B)(6) 2015. It was stated that patient samples were collected every four hours. Results as follows: 1. Sample: 0,17 ng/ml, 2. Sample: <0,01 ng/ml, 3. Sample: <0,01 ng/ml. The patient involved complained directly to the customer in hungary he had been prepared for surgery based on the results of the first test. The clinician considered the need to operate based on last test results (other clinical tests that had been performed). This information was not validated by the clinician and it was not indicated why the patient had been hospitalized initially. It was confirmed that all results were reported to the physician, there were no delays in providing results and the patient was not treated incorrectly.

Manufacturer narrative:
Biomérieux internal investigation was conducted. As the customer did not provide the batch number of the implicated product, an evaluation of manufacturing and qc records for all vidas® troponin ii batches manufactured during 2015 was performed. All batches performed in accordance with specifications and no anomalies were observed. The customer did not comply with biomérieux's request for strain submittal. Therefore, no additional investigation is possible. The issue reported by the customer could not be confirmed.